Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2017 and the last bolus delivery was a 20.65 unit ezcarb bolus at 12:26 on (B)(6) 2017. A ¿no cartridge detected¿ warnings was observed at 17:57 on (B)(6) 2017 and deliveries resumed at 18:04. A ¿replace cartridge¿ alarm was observed at 09:55 on (B)(6) 2017 and deliveries resumes at 10:13. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose over 500 mg/dl with no signs/symptoms. Patient received no unusual treatment. During troubleshooting, it was found that the pump had been programmed incorrectly: basal/temp basal settings incorrectly programmed. This complaint is being reported as the patient experienced hyperglycemia related to user error of incorrect programming.